Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had a staph infection at the  implantable neurostimulator (ins) battery site so the ins was removed. Patient has the rest of the components abandoned and will be getting replacement ins at a later date.